Event description:
It was reported that signal loss over one hour occurred for transmitter (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was found for serial number (B)(4) within the investigation window. However, the device operated within specification. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).